Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot was performed and passed. Download receiver log was performed and passed. Performed functional test and passed. Receiver log review was performed and passed. Performed try it test and passed. Performed comm tool intermittent vibrator test and passed. Open and interior inspection was performed and passed. Take speaker measurement at 0.17 and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.